Event description:
(B)(4). It was reported that following a coronary artery stenting procedure the patient experienced angina. The lesion being treated is unknown. An unknown size taxus liberte stent was implanted on an unknown date. In (B)(6) 2010, when the 6 month follow-up was performed, the patient developed angina pectoris. The patient was hospitalized for 5 days. According to the physician, an additional pci will be performed at a later date, but the procedure date is not yet determined.

Manufacturer narrative:
Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation could not be performed as the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).